Event description:
A (B)(6) male pt was scheduled and prepped for a liver transplant. The pt was to be placed on venovenous bypass. During placement of the perfusion cannula in the right internal jugular vein, cannula was advanced over wire without resistance. Upon removal of guidewire, observed spring over guidewire unraveled from wire. When bypass was initiated, the pt became severely hypotensive with subsequent cardiac arrest. It was later discovered that the pt had injury to the superior vena cava. The pt later expired that evening.